Event description:
The customer reported to olympus that the evis lucera elite video system center had no signal, and the front panel was blacked out. The issue was observed during preparation for use and before a diagnostic gastroscope procedure. The patient was not under anesthesia and the procedure was completed with another similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; the screen blackout without signal was due to a corroded printed circuit board. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the screen blacked out without signal output due to the corroded printed circuit board and main board. Olympus will continue to monitor field performance for this device.